Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect of myocardial infarction is listed in the xience skypoint everolimus eluting coronary stent system instructions for use as a known adverse event which may be associated with pci (percutaneous coronary intervention) treatment procedures and the use of a coronary stent use in native coronary arteries. A conclusive cause for the reported myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2024, the patient, with a history of coronary artery disease and st elevation myocardial infarction (stemi), had one xience skypoint (3.0x23mm) stent implanted. On (B)(6) 2024, the patient was re-admitted with chronic ischemic heart disease and stemi. Plain old balloon angioplasty (poba) was performed. There was no adverse patient sequela. The patient was discharged with home health on (B)(6) 2024. No additional information was provided.